Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that during the implant procedure there were abnormalities with the patient's motor and sensory function. The procedure was stopped and the patient has completely recovered without sequelae after the surgery.